Event description:
Crna reported that during an emergency operating room case, the IV tubing broke between the pumping segment and the roller clamp. The set spilled IV fluid. There was no pt harm or medical intervention. No additional info was provided.

Manufacturer narrative:
Manufacturer's report date on: (B)(4) 2014. Internal file no. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.